Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance since last year, and were now out of range around 150 ohms. Technical services suggested performing a commanded shock to test the leads ability to deliver a shock. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance since last year, and were now out of range around 150 ohms. Technical services suggested performing a commanded shock to test the leads ability to deliver a shock. The lead remains in-service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead was surgically abandoned. No additional adverse patient effects were reported.